Event description:
(B)(4). Treatment of a large unruptured saccular sidewall aneurysm measuring approximately 13mm x 6.5mm located in the left ica (internal carotid artery). On (B)(6) 2013, the patient presented with left sided lower extremity pain and weakness. The baseline mrs = 1 (no significant disability, able to carry out all usual activities, despite some symptoms). On the same day, the patient underwent pipeline (3.75mm x 16mm) embolization treatment without issues. The patient was on plavix and aspirin prior to the procedure and was given heparin intra-operatively. The post procedural angiogram showed the aneurysm was completely occluded. The mrs = 1. The patient complained of a mild, non-serious, device related adverse event of visual changes, bright flashing spots in the left eye post procedure. No further treatment was required. On the next day, (B)(6) 2013, the adverse event resolved. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).